Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p60-77, that has a similar product distributed in the us, list number 07p60-31, and a 510k number of k153730.

Event description:
The customer observed a false nonreactive alinity I syphilis tp result for a 24-year-old male patient in renal failure. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): initial result, on (B)(6), was 0.73 s/co. The patient¿s result on (B)(6) was 1.2 s/co. The patient was recollected on (B)(6), and the result was 8.65 s/co. The tppa result was positive. The patient was recollected on (B)(6), and the result was 11.18 s/co. There was no impact to patient management reported.

Event description:
The customer observed a false nonreactive alinity I syphilis tp result for a 24-year-old male patient in renal failure. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): initial result, on 20aug, was 0.73 s/co. The patient¿s result on 21aug was 1.2 s/co. The patient was recollected on 29aug, and the result was 8.65 s/co. The tppa result was positive. The patient was recollected on 30aug, and the result was 11.18 s/co. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a false nonreactive alinity I syphilis tp result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing of retained reagent kit of the complaint lot number. A search for similar complaints identified an increase in complaint activity for lot 72012be01, however, no increase in complaint activity was identified for list number 07p60. Sensitivity testing was performed using an in-house retained kit of lot number 72012be00, which contains the same bulk material as lot number 72012be01, stored at the recommended storage condition. All specifications were met, and no false nonreactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Further, the seroconversion panel (seracare syphilis pss901; 0615-0017) results were compared to architect syphilis tp test results provided by seracare and the complaint lot detected the same bleeds as reactive. Note: alinity I syphilis tp is equivalent to architect syphilis tp as they share the same bulk reagents. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I syphilis tp, lot number 72012be01, was identified.